Manufacturer narrative:
(B)(4). This lot was manufactured february 7, 2015 to february 9, 2015. The device was received for evaluation. A visual inspection did not find any particulate matter. Microscopic inspection also did not reveal any particulate matter on or in the tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained a fiber in the line. This was noted before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.